Event description:
The manufacturer received information alleging an issue related to a everflo dom non- opi device. The patient has allegedly passed away. No medical intervention was reported by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.